Event description:
It was reported that during a lap. Cholecystectomy, the jaws of the stapler remained parallel, however, the ends of the clips crossed and did not create an adequate seal. This happened with two clips. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.